Event description:
It was reported that after a right inguinal hernia operation via laparoscopy with placement of a mesh, persistent pain lasting more than three months was experienced. The pain became increasingly bothersome and debilitating. Concerns were raised about possible body rejection of the prosthesis and potential nerve damage caused by the operation, as well as uncertainty regarding the progression of the situation. The patient requested an ultrasound and a computed tomography scan, but these were not suggested by the surgeon. Pain management medications were prescribed as part of the patient¿s treatment.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.